Event description:
On (B)(6) 2021, I registered confirmation number (B)(4) for the recall of my CPAP machine, manufactured by philips respironics (recall june 2021). I have a medical condition known as sleep apnea. After a two years and two months I am still waiting for resolution of this issue. After finally receiving authorization from philips to return my CPAP for a partial refund I immediately sent it back on (B)(6) over 17 weeks ago. I still have not received my refund check. This is a medical device. It seems like there should be some type of punishment for a company that can't manage to recall a medical device in under 2 years. Perhaps they should not be allowed to sell medical devices if they don't have sufficient organizational and management skill. In any case I would appreciate any help you can provide in getting my refund check from philips respironics.